Event description:
The customer reported having bilateral crystalens at50ao 23.00 diopter intraocular lenses implanted and is not happy with her results. This report is for the right eye. The consumer indicated that eyedrops were given for over 2 months, on and off, starting with one drop four times daily. Instructions were then modified with each visit. Additional info has been requested, but has not been received to date. Please reference MDR#: 2031924-2011-00153 for the left eye.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the MFR for eval. Therefore, a product eval and the DHR review could not be conducted. Based on the current info, the specific root cause of the event cannot be determined.